Manufacturer narrative:
Advanced bionics considers the investigating into this reportable event as closed. The recipient is reportedly doing well. This is the final report.

Event description:
The recipient reportedly experienced a cerebrospinal fluid leak during implant surgery. The leak was repaired.